Event description:
Customer reported that sample results from one pt were attached to another pt. Customer stated results had not been uploaded automatically to the laboratory info system (lis). Customer manually inputted correct results into the lis. No incorrect results were reproted outside of the laboratory.